Manufacturer narrative:
Insulin pump alarmed compromised forced sensor during prime/delivery test due to moisture damage on forced sensor resistor. Unit had minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip. Drive support disk was inspected and no anomaly was noted. (B)(4).

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states drive support cap appeared normal. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.